Event description:
During a labral repair while inserting an osteoraptor the anchor got halfway into the bone and broke during impact. It was noted that the anchor seemed to be skiving into the joint. The pieces of the anchor were removed with graspers. A second osteoraptor anchor ((B)(4)) and third osteoraptor ((B)(4)) were used and again during insertion, the anchors got halfway into the bone and broke during impact. Half of the broken anchors were removed and the other half of the anchors remained in the patient. The surgeon was able to tie down the labrum with the pieces of the anchors that remained and adequate fixation was achieved.

Manufacturer narrative:
Only the delivery portion of the device was returned along with a strand of suture. No anchor or anchor pieces were provided. There were no details in the complaint description related to hole prep other than that a drill was used and no details related to bone quality were provided either. With the minimal details and the lack of an anchor for evaluation, no root cause of the breakage can be established related to the manufacture of the device. (B)(4).